Event description:
It was reported that the loop recorder exhibited premature elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis confirmed premature battery depletion based upon longevity calculations. The implantable cardiac monitor was tested and the device passed all tests. The cause of the premature battery depletion could not be determined.